Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into the ER after feeling the patient notifier for non-sustained ventricular oversensing. Post-sensed t-wave oversensing was noted. Programming changes were made, and the patient has had no adverse events.